Manufacturer narrative:
Product event summary the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: ddmc3d4 ICD implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered on the patient's right ventricular (rv) lead. It was noted that the lead had high rv defibrillation impedance and elevated r waves. The lead is still in use. No patient complications have been reported as a result of this event.